Event description:
Healthcare professional reported affected side was left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified flat creases, brown particles in the fill channel, and two openings. A leak test was performed which identified openings. A microscopic analysis was performed which identified one crack opening assessed as a cracked valve seat diaphragm valve and one sharp opening assessed as an unidentified tear opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a deflation on an unknown side. Device remains implanted.